Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During the right ventricular outflow for tract premature ventricular contraction procedure, when the catheter was connected to the tactisys, the status light turned red. The front cable was reconnected and tactisys was power cycled with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.